Event description:
It was reported that high rv capture threshold and a rise in pacing lead impedance were observed. Data indicate a potential exit block. Further assessment was recommended. Patient will be monitored remotely until patient presents to the clinic.